Event description:
It was reported by service report that the scale was not weighing accurately, there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Issue was resolved for customer by zeroing scale.